Event description:
It was reported that pt underwent total hip arthroplasty three years ago. Subsequently, pt underwent revision procedure where metallosis and cysts were identified. No additional info has been provided.

Manufacturer narrative:
The user facility is outside the united states. No medwatch report was received. No user facility info is available. Current info is sufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Eval of returned device found the interior bearing surface to have a cloudy appearance. Examination was unable to determine any implant related issues that would have lead to the revision. This report filed in 2008.